Manufacturer narrative:
(B)(4). (B)(4). The actual needle was visually inspected and demonstrates a bent needle with fracture in the area one-third of the distance from the attachment end. During visual inspection under a light-microscope several heavy marks of needle holder were found in this area, direct on the breakpoint and at the attachment end which indicate that the needle was handled there. The appearance of the breakage and the reshaping of the concerned needle indicate that the material was overstressed during use (first bent up and then breakage). Conclusion: the device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking". In addition, a review of the batch manufacturing goods was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. During the procedure the needle broke. The needle pieces were removed from the patient during the same procedure. There were no adverse patient consequences.